Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was a thermally sensitive diode, designator cr11. When heat was applied to diode cr11, the paddles lead ECG function became inoperable. The removed ui pcb assembly was an ancillary part and there was no failure of the assembly. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that paddles lead ECG was intermittently inoperable; therefore, the need for defibrillation may not be determined, nor delivered, if it were necessary.